Event description:
It was reported that the patient had a ventricular event which resulted in the device delivering therapy. At maximum defibrillation thresholds the device was not able to convert the patient back to a normal heart rhythm. The patient survived the event. The device was explanted and replaced by a new device, along with a subcutaneous high voltage coil. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.